Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found with two severely bent grips, causing a misalignment of the grips. As a result, the clip could not be properly loaded on the clip groove of the grips. The grips do not show cracking damage. The complaint was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the clip applier instrument involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the tips of the medium-large clip applier instrument were bent, making it impossible to hold or utilized a hem-o-lok clip properly. The surgeon closed the clip applier and once opened, the clips were undone. No fragment fell into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer inspected the medium-large clip applier instrument before loading the clip, and it appeared to be normal. A clip was able to be loaded successfully from the weck polymer clip house with usual effort. The customer was able to visualize the clip applier closing over the tissue bundle completely. However, once the clip applier was opened after closure around the tissue bundle, the clip opened with the instrument, resulting in a failure to close around the tissue bundle. The customer removed the clip applier from the port, removed the clip from the clip applier by hand, and again inspected the clip applier and it was noticeable that 1 side of the clip applier was closed more than the other end. The type of clips that were used with the clip applier instrument were medium-large weck hem-o-lock clips. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. The issue occurred in the 1st clip application. The issue was resolved by using a backup medium-large clip applier instrument.